Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting because pump was already scheduled for replacement under same issue in another case. Cts to replace pump. Customer will continue to use current pump.